Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the last month from date manufacturer was made aware.

Event description:
It was reported that patient pain at the pocket site of the battery. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy.